Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the generator started without errors, but logs showed a m-b1 error. The fse replaced the integrated electro surgical unit (iesu) erbe generator. Isi has received the erbe, and the failure analysis could not replicate the reported issue on the unit. The unit energized/cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported that the bipolar energy stopped working. Prior to calling, the customer swapped the bipolar cable and moved from the bottom to top bipolar port with no change. There were no related errors in logs. Technical support engineer (tse) verified the bipolar setting of 3. The tse suggested a power cycle of the generator and an instrument replacement which the customer opted to not perform at the time. The procedure was completed as planned with no reported injury.